Event description:
Reporter alleged the customer had hypoglycemic symptoms of "blurred vision and fainted." It is unclear if the customer fainted or felt faint. It is noted customer tested on her mobile device at this time and received the following results: 72 mg/dl at 3:44 pm, 60 mg/dl at 3:47 pm. The customer tested on a competitor device at 3:47 pm and received a result of 40 mg/dl. The customer's work colleague provided her with "some sugar" and the customer recovered. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.